Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead exhibited far field r wave oversensing of the ve ntricular signal possibly causing false detection of atrial tachycardia/atrial fibrillation (at/af). The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.